Manufacturer narrative:
A specific cause for the report of elevated lactate dehydrogenase (ldh) could not conclusively be determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to elevated lactate dehydrogenase (ldh). The patient¿s ldh increased to 1144 g/dl and was intravenous with heparin for treatment during hospitalization. On (B)(6) 2017, the patient was discharged. No additional information was provided.